Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had inadequate stimulation due to lead migration. The patient underwent a replacement procedure and was reportedly doing well postoperatively.